Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; details and nature of event were not provided. No additional information was provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.